Manufacturer narrative:
The ICD was returned and analyzed. Prior to the analysis of the device, first the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indication of a material defect or manufacturing error. The ICD was interrogated with a clinical programmer and showed the battery status bos. The electrical parameters of the device were checked and showed a normal device function. The current uptake and the discharge state of the battery, in particular, were normal and as expected. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the device proved to be fully functional during the analysis. There were no indications of a malfunction of the ICD.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 13 months.